Manufacturer narrative:
Additional information the report of low speed/flow alarms and pump stop events were confirmed based on the submitted log files; however, a specific cause for the alarms could not be conclusively determined. Both log files captured low speed/flow hazards, elevated pump power and pi, and pump stop events while the patient was supported by the patient cable and power module. The data captured in the log files confirms the reported events. Approximately 11¿ of the external portion/distal end of the percutaneous lead was returned. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the vad coordinator observed an audible and visual red heart "low flow hazard" alarm. Review of the log file confirmed the lowe flow hazard alarm was associated with low battery hazard events. The vad coordinator was instructed to inspect the battery clips and batteries as precaution. The pt was switched to the backup controller. A log file from the new system controller revealed symptoms of a short-to-shield fracture in the percutaneous lead. An x-ray was performed and images appeared to show an area of concern near distal end bend relief. Per follow up conversation with the vad coordinator, some visible damage to the outer silastic jacket was observed in the area. The vad coordinator also stated that the staff was able to look inside the outer jacket and observed what appeared to be inconsistencies in the percutaneous lead. A percutaneous lead repair was completed.